Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that there was a device error. The event was outside of use and there was no reported patient nor user harm. The device was evaluated onsite, the device was unable to complete the operational check as the device battery was low. It was noted on the operational check print-out that there was therapy knob failure. Upon onsite inspection, it was confirmed the device was and has been unplugged from the ac (alternative current), causing low battery. It is suspected the device shut down during the operational check due to low battery. The battery was charged and operational check was performed, there were no issues. No parts replaced. The device is returned to service and remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was depleted battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.